Event description:
It was reported that the patient received two inappropriate shocks due to noise and oversensing. The shocks were not full energy as the high voltage lead impedance was low. An alert also triggered.the lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.